Manufacturer narrative:
Date of event was approximated to be (B)(6) 2018 as no specific event date was reported. (B)(4) captures the reportable failure based on product investigation result of "outer sheath detached/ broken at the outer diameter: proximal exterior tube- endoscope interface (proximal end of the gas section). Product investigation results: a wallflex biliary rx fully covered rmv stent and delivery system were received for analysis. The stent was received not deployed and fully covered by the outer sheath. Visual examination of the returned device found the outer sheath was detached/ broken at the outer diameter: proximal exterior tube- endoscope interface (proximal end of the guidewire access sheath (gas) section). The clear outer sheath at the gas was stretched out and kinked. The gas ramp was found kinked, and a misalignment between the inner shaft and the outer sheath was noted. The inner member near the proximal end of the gas section was kinked. A visual inspection identified no issues with the stent. Functional evaluation revealed that it was not possible to deploy the stent using the delivery system as received; however, the stent was deployed by gripping the outer sheath and pulling the tip distally. No other issues were noted with the stent and delivery system. Based on the details of the reported event and the condition of the returned device, it is possible that excessive force was applied to the device during removal from the packaging, which may have resulted in the complaint incident. Taking all available information into consideration, the investigation concluded that the observed failures and the reported event were likely due to interaction between the user and device, or sample, caused or contributed to the error. Therefore, the most probable conclusion code is unintended use error caused or contributed to event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on an unknown date. According to the complainant, prior to procedure, the device was inspected. Reportedly, the nurse looked closely at the device and found the stent was kinked. The physician used another wallflex biliary stent to complete the procedure. There were no patient complications as a result of this event. Note: analysis of the complaint device found the stent itself was not kinked, however the outer sheath was found detached/broken at the outer diameter: proximal exterior tube - endoscope interface (proximal end of the gas section) which is an MDR reportable failure.